Event description:
Ous MDR. After an implantation time of approx. 95 months a drop in impedance and sensing was reported while the pacing threshold increased. The lead was explanted and returned to biotronik for analysis. No worsening of the patient&#62688;health was reported.

Manufacturer narrative:
In the returned state, the lead had been cut through 11.5 cm distal of the is-1 connector pin. A proximal and a distal fragment were returned for analysis. In-between, about 16 cm of the lead body were missing. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead fragments. In particular, 36 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the clinical complaints. The observed damage manifestation leads to the assumption of friction with an associated lead. X-ray images or diagnostic images of any kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Additional damage is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.